Event description:
The customer reported that the ventilator alarmed and displayed codes that indicated an spi bus failure. The customer reported the device was not in use on a patient.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Conclusion / root cause: no fault found. Multiple attempts made to try to duplicate reported problem my stretching and twisting cable in numerous directions. No signs of lost signals or error codes. This report is being submitted as part of the remediation for CAPA (B)(4).